Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the calcified obtuse marginal (om) artery. The physician attempted to place the 2.5x24 liberte bare metal stent, but was unable to cross the lesion. Upon withdrawal, the stent strut was found to be damaged. No pt complications were reported.